Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-09486, reference MFR. Report: 1627487-2018-09487. It was reported the patient experienced a heating sensation inside the ipg pocket site while stimulation was turned on, and slowly dissipated when stimulation is turned off. Diagnostics were unremarkable. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2018-09486, reference MFR. Report: 1627487-2018-09487. Follow up information identified the physician opened the ipg pocket site on (B)(6) 2018 and re-sutured the ipg to the fascia.

Event description:
Device 1 of 3: ,reference MFR. Report: 1627487-2018-09486, reference MFR. Report: 1627487-2018-09487.